Manufacturer narrative:
Reporter zipcode: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Event description:
The device was disposed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, h6.